Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012413, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012413. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012413 was manufactured according to the work instruction (wi) version 13 and manufactured in the outgoing final inspection on 22-mar-2025, with a total of (B)(4) units. The gluing of tubing of the lot 5b05784 was manufactured according to the wi version 67 and manufactured in the gluing machine sc02, on 14-mar-2025, with a total of (B)(4) units. The gluing of tubing of the lot 5b05785 was manufactured according to the wi version 67 and manufactured in the gluing machine sc02, on 15-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc)-2156364 was opened for black grease contamination in the inset line 6 process and further product disposition were required. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, (B)(4) samples out (B)(4) samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out (B)(4) samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that patient was hospitalized due to diabetic ketoacidosis (dka). Blood glucose level at the time of event was 21.6 mmol/l due to occlusion event. Patient is not released yet from the hospital. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012413, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012413. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012413 was manufactured according to the work instruction (wi) version 13 and manufactured in the outgoing final inspection on 22-mar-2025, with a total of (B)(4) units. The gluing of tubing of the lot 5b05784 was manufactured according to the (wi) version 67 and manufactured in the gluing machine sc02, on 14-mar-2025, with a total of (B)(4) units. The gluing of tubing of the lot 5b05785 was manufactured according to the (wi) version 67 and manufactured in the gluing machine sc02, on 15-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance non-conformance (nc) was opened for black grease contamination in the inset line 6 process and further product disposition were required. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: (wi) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. (Wi) guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.